Event description:
The pharmacist of the facility reported to baxter (B)(4) of a dehp free solution administration set with injection site in which nurse observed leakage as a result of the tubing being separated from the luer lock. The reported condition occurred when nurse was trying to connect the set to a stopcock or to a catheter. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn't confirmed during sample evaluation. Actual sample wasn't available for evaluation; however, customer returned 200 companion samples for evaluation. No defects were observed during visual inspection. Fifteen randomly picked samples were traction tested. No disconnections were revealed. The sample was working within specification. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.